Manufacturer narrative:
An investigation was initiated upon the receipt of the report. The device history record was reviewed to verify that the devices were manufactured within the specifications, maintained, and distributed in accordance with applicable procedures. No discrepancies were found. A change in the current screw design is being pursued which will reduce the stress on the screw.

Event description:
Three attempts were made to obtain pt info from hospital, surgeon, and rep. All were unsuccessful. It was reported to the manufacture by the sales rep that the surgeon removed 2 slc6545 screws after pt did not fuse after original procedure. The 2 pedicle screws were broken approx 1/4 of the way down the shaft. Surgeon reported hitting hard bone. The other 2 pedicle screws and the rods were intact.